Event description:
Per the clinic, the device was explanted due to unknown reason (specific date not reported). The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.